Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported via a medsun medwatch mandatory and voluntary report that, on an unknown date in (B)(6): ¿the connection between the secondary clave and the chemo lock cl2100 caused leaking when chemo was infusing. The spills were small and cleaned. The area was sanitized. Spill was noted towards the end of patient's treatment.¿ the event occurred at the hospital user facility. There was no patient harm reported.